Event description:
It was reported that the arctic sun device was not reaching desired temperatures. Per follow up information received on (B)(6) 2022, the patient switched to a different device and the first device would be sent in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not reaching desired temperatures. Per follow-up information received on 04oct2022, patient switched to a different device and first device would be sent in for repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Quick check performed. No issues detected. The patient data also show a normal course. The chiller was cleaned. The device passed the procedure and can be placed back into normal use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. The reported event is unconfirmed, DHR review and labeling/packaging review is not required. Correction: g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.